Manufacturer narrative:
Gehc surgery service personnel reloaded software twice problem was not solved. Ordered har drive. On 06/13/07, replaced hard drive and tested save functions. System operating according to specifications.

Event description:
Customer reported that, system would not save images and the images already saved were mixed up when retrieved. There was no injury to the patient. All required service entries have been made with no further information to add.